Manufacturer narrative:
After battery installation, the device powered up with a blank display due to corrosion on electrical board around the battery connectors. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube. Also the display window cover is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went off. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was reported that the display was returned for 15 minutes and went off. Insulin pump had battery failure alert. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.